Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trail (B)(4) of a venclose device, that approximately five days post radiofrequency ablation procedure on the small or short saphenous vein and great saphenous vein, the subject had an adverse event of allergic reaction (red rash) due to ace bandage on the left leg from upper thigh to lower calf. Reportedly, the adverse event was likely related to study device and procedure. However, the bandage was removed.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported rash could not be determined based upon the information provided. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial ((B)(6)) of a venclose device, approximately five days post radiofrequency ablation procedure of the small or short saphenous vein and great saphenous vein, the subject had an adverse event of allergic reaction (red rash) on the left leg from upper thigh to lower calf after removing the ace bandage. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported rash and arrhythmia could not be determined based upon the information provided. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, component). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trail ((B)(4)) of a venclose device, approximately five days post radiofrequency ablation procedure of the small or short saphenous vein and great saphenous vein, the subject had an adverse event of allergic reaction (red rash) on the left leg from upper thigh to lower calf after removing the ace bandage. It was further reported that the patient had an adverse event of afibrillation and the event was not related to the device or procedure. The current status of the patient is unknown.